Event description:
Security officers responded to a person in cardiac arrest. The device was connected to the pt with disposable defibrillation/ECG electrodes and the analyze button pressed. According to the reporter, the device alarmed connect electrodes and would not analyze the pt's rhythm. The report indicated this happened once again as paramedics arrived and took over the scene. Pt outcome is unknown.